Event description:
New information received notes an additional report of noise on the atrial lead. The patient was being monitored. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise with auto mode switching was observed on the atrial lead. The lead was being monitored. The patient was stable.